Event description:
It was reported that during a craniotomy using the cranial map software, the accuracy was off by at least 1 centimeter.

Event description:
No new information.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: d4 additional data: h4.